Manufacturer narrative:
(B)(4). Batch # n5308x. Additional information was requested and the following was obtained: what were the indications for surgery? --- no information. Who fired the device and what was his/her experience? --- no information. Was the device in the green zone before the safety was attempted to be removed? --- no information. Were the staples formed correctly? --- no. If not, please describe the shape. --- the deployed staples were unformed. If the staples were unformed, in which quadrant circumferentially were the staples unformed? --- all deployed staples were unformed. Was the washer inspected after the first firing? --- yes. Please describe. --- the doctor commented that the washer was uncut. Were the donuts inspected after the first firing? ---yes. Please describe. ---the doctor commented that the site was not anastomosed. Please see the attached pics on siebel. Was there any audible or tactile feedback during the firing? --- no. When attaching the anvil to the device what indication was received that it was completely seated? --- no information. What is the current patient status? ---the hospital reported that there was no adverse consequence to the patient. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Photographic analysis: two pictures provided were reviewed, the pictures showed tissue with staples present, the staples can be seen as partially formed this is consistent with analysis finding of the returned device.

Event description:
It was reported that during a semi-open gastrectomy, all deployed staples were unformed at the first firing between the remaining stomach and duodenum. Before the event, the safety had a difficulty in being unlocked. Also, the doctor did not feel that the washer was cut through though the firing handle was fully grasped. The procedure was converted from billroth-I to roux-en-y. There were no adverse consequences to the patient.